Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the device had a faulty display. Only one digit was being displayed. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. The device had a damaged lcd, leaking drain fitting, and lots of marks on the enclosure. During the evaluation of the device, the issue was able to be replicated. Liquid crystal leakage was found inside the lcd. This was the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.